Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was displaying an e6 error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the console device displayed "e6" error after running device was confirmed. An assessment was performed and it was observed that the console displays "e6" error after running device. During repair, it was determined that the flex circuit was found to be worn out causing the e6 error code. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.